Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level of high. Customer changed pump supplies to address the alarm and the high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.